Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set could not push fluids through. The following information was provided by the initial reporter: cannot push fluids through them- feels like an air lock of some sort.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing could not prime could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109063 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set could not push fluids through. The following information was provided by the initial reporter: cannot push fluids through them- feels like an air lock of some sort